Event description:
It was reported the lead impedance had been stable at 76 ohms until (B) (6) 2009 when started to rise. Over the next 6 weeks, the impedance fluctuated between 75 and 254 ohms. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation. Performance data from the ICD device indicates the defib impedance was in the 60 - 80 ohm range until the last six weeks of the record ending (B) (6) 2010 when the max range was 107 - 254 ohms.